Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the reporter; the bubbles entered through the eye through the aspiration tubing and have some effect on the surgeon's visual field.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there are many bubbles when using the system. There has been no known patient impact or consequences. Additional information and product sample have been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the reported issue could not be determined; without a sample, it is not possible to isolate the root cause. (B)(4).